Event description:
It was reported that the system gave an error message that the location board was not detected. The site changed the location board cable but the issue was not resolved. The superdimension portion of the case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
Eval: a service call was performed at this site on (B)(6), 2010. The service technician verified that a component of the system, the location board (B)(4), was not functioning appropriately. Therefore the location board component was replaced. After replacing the location board, the system functioned appropriately. The location board was returned to superdimension for analysis. The analysis confirmed that there is an intermittent connection in the location board connector tail. The case was not completed with the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient, but in an abundance of caution, we are filing this MDR because of the add'l risk associated with multiple exposures to general anesthesia.